Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2019. The patient¿s mother stated the cgm was displaying 126 mg/dl and the patient felt ill and was vomiting. She asked the patient to check her ketones and the patient stated it was very high. It was indicated that the patient¿s bg was 700 mg/dl. The patient¿s mother took the patient to the emergency room (ER) where the patient was given a hydration drip and 13 units of levemir. She then was transported to children¿s hospital via ambulance and was admitted. At the time of contact, the patient was still in the hospital. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.